Event description:
It was reported, the pt experienced new persistent pain and allodynia at the ipg site. The physician reported, the primary cause of the pain was a result of the pt's crps and size of the implanted ipg. The ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.